Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned device has a kink approximately at 2cm from the distal end. The polymer tip was found peeled and a section of it was detached and returned together with the guidewire. No more damages were found in the device. The overall length , the outer diameter of the middle of the device and proximal section were within specification.

Event description:
Reportable based on device analysis completed on 05dec2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 200cm, 8cm poly tip v-18 control wire was advanced but was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed peeled coating.